Event description:
Reporter alleged blood glucose measured 30 mg/dl back to back with a result of 173 mg/dl when testing was performed within 2 minutes of each other. No actions were taken, and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.